Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the right ventricle (rv) lead dislodged causing loss of capture and failure to sense. The physician elected to explant and replace rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.